Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The result of the investigation is confirmed for the reported catheter rupture failure mode issue. The definitive root cause for the reported catheter rupture failure mode issue could not be determined based upon available information. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 425-2522x pta balloon dilatation catheter experienced a material rupture. This report was received from one source. This event involved one patient with no patient consequences. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
One device will be returned to bd for evaluation. The return of the device is still pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 425-2522x pta balloon dilatation catheter experienced a material rupture. This report was received from one source. This event involved one patient with no patient consequences. The patient¿s age, weight, and gender were not provided.